Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The brain robot has a bad accuracy. There is an error of 4 mm in seeg trajectories and depth calculation.

Event description:
The brain robot has a bad accuracy. There is an error of 4 mm in seeg trajectories and depth calculation.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs has been performed and concluded that the inaccuracy could not be confirmed because no post-operative scan was available for investigation, despite asking the surgeon. No device malfunction was found during analysis. A maintenance performed in february 2022 showed no issue with the robot or the registration tool. The user did not collect the points again with the robot arm after adjusting them on the image, as recommended. This could have contributed to a potential inaccuracy. Analysis showed that the event is not confirmed.